Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Upon drilling during an seeg trajectory, the drill bit appeared to be challenging to remove the 2.45 metal drill adaptor.

Event description:
Upon drilling during an seeg trajectory, the drill bit appeared to be challenging to remove the 2.45 metal drill adaptor.

Manufacturer narrative:
It was reported that it was difficult to insert the drill bit in the drill adaptor. After several attempts for product return, it was stated on 22-apr-2020 that the device (drill adaptor) was not available for investigation. Therefore, investigation cannot be performed and the root cause of the event cannot be determined.